Manufacturer narrative:
The device was reported to have been discarded, since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that became stuck in a marksman catheter and catheter kink was observed after removal. The patient was being treated for a ruptured aneurysm of the internal carotid artery. Vessel tortuosity was severe. It was reported that the devices were prepared per manufacturer instructions for use. The patient's vessels were very tortuous and the doctor had significant difficulty navigating to the site of the aneurysm. When attempting to deliver the pipeline, it became stuck in the distal end of microcatheter and was never implanted. The system was removed from the patient and it was noted that the catheter was kinked. The devices were discarded. The patient did not sustain any harm or injury during the procedure. Additional information: no images are available. The procedure was completed without implanting another stent. The devices were inspected prior to use. There was no damage to the devices. The marksman catheter was broken in 2 parts because of the force applied on the pushwire.